Event description:
It was reported that the patient stated that he was scheduled to have a replacement surgery with an inflatable penile prosthesis (ipp), but the surgery was cancelled. Patient shared previously that he has a ten-year-old semi-rigid device and wanted the newer inflatable penile implant. The patient stated that he was not satisfied with the semi-rigid device at all. Patient also stated that he lost length, and he requires oral erectile dysfunction medications to get an erection. No further information was provided.